Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that at approximately 4:00 pm, the patient checked his dexcom g7 cgm on his iphone, which displayed 180 mg/dl (last cgm reading prior to symptoms). Shortly after, he began feeling funny, became symptomatic, and fainted, falling almost to the floor. The repairman that was with the patient prevented him from hitting his head. While the patient was unconscious, the cgm reading was still 180 mg/dl. The patient was unconscious only briefly and regained partial awareness within minutes, but he could not stand or walk. The repairman assisted him, moved him to the bedroom, and gave him a gatorade, which the patient drank for about 15 minutes. Because his blood glucose meter was difficult to locate, the fingerstick reading was taken approximately 10 to 15 minutes after the fainting and treatment, and at that time the blood glucose reading was 270 mg/dl while the cgm reading still was 180 mg/dl. After replacing the sensor, the new cgm began showing readings consistent with the blood glucose meter and trending normally. No further treatment was needed, and the patient did not go to the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After treatment, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.